Event description:
It was reported that the patient, implanted in (B)(6) 2012, always had good access to sound and was very satisfied with the vibrant soundbridge. Then a middle ear infection was observed 6 weeks ago. The good hearing perception with the vibrant soundbridge was lost during this middle ear infection. A second look surgery was performed on (B)(6) 2013. During this procedure, the position of the fmt was checked. The reverse transfer function (rtf) measurement during the surgery was negative. The vibrant soundbridge was explanted, and the patient was re-implanted with a bonebridge in the same surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.